Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms noted. However, unit received with corroded battery tube and battery cap contact. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the battery of the insulin pump did not last long. A new battery cap was sent to the customer but no noticeable improvements were seen. No additional information was provided.